Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. It was reported by the manufacturer's field service engineer (fse) that oxygen accuracy was found to be out of specifications during preventative maintenance testing. The customer reported that they would complete the repairs. A gas delivery system (gds) was return for analysis. An investigation was performed and the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported by the manufacturer's field service engineer (fse) that oxygen accuracy was found to be out of specifications during preventative maintenance testing. There was no patient involvement.